Event description:
It was reported that during a planned revision surgery to proximally extend the construct, the tulip of the left proximal screw at l2 had partially disengaged from the screw shaft post-operatively. Subsequently, this caused a loosening of the proximal screws and mild scoliosis.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Complaint history records were reviewed for this catalog number, no adverse trends were observed. The patient underwent l2-s1 arthrodesis surgery in early 2021. The patient had previously undergone spine surgery (l4-s1) at another facility. For clinical reasons it was decided to perform the revision of the instrumentation with proximal extension. The mesa instrumentation was chosen as it was the same as the one already implanted. An x ray provided shows rod slippage from the left l2 screw. It was reported that the rod was still inside the tulip but since it was not gripping it completely, it caused the rod to slip. It was reported that standard technique for placement of screws and rods was used and the supplied instruments were used. The IFU states: "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant." As the devices were not returned, a definite cause cannot be determined. The devices were implanted for almost a year, loads produced by load bearing and activity levels will impact the longevity of the implant, and may cause it to loosen. It also cannot be determined from the pictures provided if the left l2 screw was fully locked.

Event description:
It was reported that during a planned revision surgery to proximally extend the construct, the tulip of the left proximal screw at l2 had partially disengaged from the screw shaft post-operatively. Subsequently, this caused a loosening of the proximal screws and mild scoliosis.